Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. Although the device history record could not be reviewed, there was no manufacturing problem relating to the reported issue. A review was performed on the manufacturing process to make sure if there has been any change which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. The legal manufacturer performed a replication test using a test scope with a test distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. In addition, we tested a new distal cover in our stock and verified that it conforms to the product specification. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to suction activated or the distal end of the scope is pushed against the mucous while removing the scope, gap (space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced a scrape in the esophagus that resulted in some bleeding. The customer further states the injury was not to the extent (significance) that the physician would document it or file an incident report. No additional consequences to the patient were reported. Additional details regarding the patient and event were requested; the customer is unable to provide any further information. Case with patient identifier (B)(6) reports the (B)(4) used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 single use disposable cover used in the procedure.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.